Event description:
A gore propaten vascular graft was implanted in a lower limb and it thrombosed. A jump graft was performed at the distal anastomosis and it thrombosed also. The patient was diagnosed with heparin induced thrombocytopenia (hit). The physician reported that the graft was thrombosed 16 hours post-op. This is all the information that gore is aware of to date. Further investigation is pending.